Event description:
It was reported that after approximately 76 hours of intra-aortic balloon (iab) therapy, the pump indicated an unable to calibrate message and the blood pressure (bp) indices were not shown. The customer had pressed the ¿zero¿ key several times, and tried reconnecting the fiber optic (fo) cable several times. The fo arterial line waveform was crisp and clean with good landmarks, sharp vs at inflation and deflation and a clear dicrotic notch. The bp appeared to be within normal limits based upon the appearance of the waveform. A bedside monitor showed a bp within normal limits. They tried several more times to calibrate without success. The getinge representative assisted them with transducing the central lumen, which worked well. They zeroed the transducer and a clean waveform and bp numbers appeared. The fo was disconnected. It was advised that they could try another pump if available to rule out a pump or iab catheter issue, but they were happy with the transduced lumen at this point and would only switch the pump if they felt it was warranted. It was suggested that they could attempt the fo again at a later time. They will report the pump to biomed. After approximately 98 hours of use the iab catheter was removed and will be returned to getinge. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): b5, d9, h6. Device evaluation: a portion of the catheter tubing and membrane was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The sensor cable was cut from the iab and not returned. A sensor output test was unable to be performed due to the returned condition of the iab. A visual examination of the product did not detect any breaks in the optical fiber. A photo of the iab was also provided and reviewed. The reported problems cannot be confirmed by the evaluation. We were unable to conclusively determine a root cause due to the returned condition of the iab as we were unable to fully evaluate the iab. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump indicated an unable to calibrate message and the blood pressure (bp) indices were not shown. The customer had pressed the ¿zero¿ key several times, and tried reconnecting the fiber optic (fo) cable several times. The fo arterial line waveform was crisp and clean with good landmarks, sharp vs at inflation and deflation and a clear dicrotic notch. The bp appeared to be within normal limits based upon the appearance of the waveform. A bedside monitor showed a bp within normal limits. They tried several more times to calibrate without success. The getinge representative assisted them with transducing the central lumen, which worked well. They zeroed the transducer and a clean waveform and bp numbers appeared. The fo was disconnected. It was advised that they could try another pump if available to rule out a pump or iab catheter issue, but they were happy with the transduced lumen at this point and would only switch the pump if they felt it was warranted. It was suggested that they could attempt the fo again at a later time. They will report the pump to biomed after use and they will save the iab catheter for return to getinge once removed from the patient. There was no patient harm or adverse event reported.